Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site following weight fluctuation. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg. The new ipg was implanted in a new pocket addressing the issue. Reportedly, the issue was resolved.